Manufacturer narrative:
The device is distributed outside the us and no gudid information exists. The investigation is ongoing, results will be updated in the final report.

Event description:
Arjo became aware of an incident involving sara flex lift. During a patient transfer to bed a patient let go her hands from the handles and fell. The knee strap of the sling wasn't installed. The patients sustained double fracture of the fermur that was operated. No malfunction of the device was found.

Event description:
It was reported that during the transfer of a patient using the arjo sara flex floor lift and arjo sling (details unknown). The patient sustained a double femur fracture, which required surgery.

Manufacturer narrative:
The investigation did not identify any malfunction of the lift or the sling. The leg strap was not used due to arched legs of the patient, making it difficult for the facility staff to apply the strap. However, the leg strap functions only as leg support and does not ensure the patient¿s overall stability on the lift. The fall was likely related to the patient¿s physical condition- specifically the inability to bear weight on the day of the incident (as confirmed by the facility staff), which caused the patient to let go of the lift handles during the transfer and subsequently slip down. According to the sara flex instructions for use (IFU 04.kl.00.en_8): ¿place patient in sara flex (¿) ask or assist the patient to place his/her feet on the foot plate.¿ ¿attach the leg strap to support the patient¿s legs, if needed.¿ ¿to fasten the leg strap, attach it to the attachment point on either side of the leg support.¿ ¿before use, the caregiver should always consider the patient¿s/resident¿s medical condition, physical and mental capabilities (...) The patient/resident must be able to bear weight on at least one leg and have some trunk stability.¿ if the patient does not meet these criteria, alternative equipment should be considered. No deficiencies were identified in the lift or sling; both met their specifications. They were used as a system for patient transfer and, therefore, played a role in the incident. The complaint was classified as reportable due to the patient¿s fall and serious injury sustained.